Event description:
The physician reported fluid in the catheter. The catheter was replaced and there were no further issues. There was no patient injury. When the device was returned, pressure testing revealed a leak through the guide wire lumen.

Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The returned device was visually inspected and functionally tested. The visual inspection showed that there are traces of sterilized blood within balloons and on the coaxial connector. Smart chip verification showed that the catheter has been used for 4 injections. Catheter testing showed that the tc wires were broken at the soldering point at the coil. Pressure test revealed a leak through the guide wire lumen. However, the balloon integrity was intact with no breach observed. Dissection showed a guide wire lumen breach at the coil at 1.34 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition found and investigation is in progress.